Event description:
As reported by the user facility: chemo leaking from seam of filter, sample disposed.

Manufacturer narrative:
The actual device in the reported incident was not returned for eval. Without the actual sample, a through eval could not be performed. The DHR record was reviewed for the reported lot number and no nonconformances or abnormalities were noted during in-process or final product inspection. There were no other reports of this nature against the reported lot number. No adverse quality trends were identified during the complaint review process. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the actual device MFR of the filter, pall life sciences, for further eval. If add'l pertinent info becomes available, a follow-up report will be filed.